Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The analysis results of the cartridge found that it was received sterile and with no apparent damaged. The package was opened and the reloads were tested for functionality with test device. However, the clips broke when loaded into the test clip applier; due to that the clips are absorbable and have begun with the process of degradation. In addition, the foil was examined and showed multiples wrinkles and small holes on the bottom cavity of the foil package related to excessive manipulation. Due to condition of clips no functional test was performed. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the damage found on the foil, the assignable cause of clip hold error, is degradation on clips; due to the improper handling of package. Representative samples were also returned for analysis. The analysis results of the devices were received sterile and with no apparent damage. The packages were opened and the reload was tested for functionality with test device. Upon functional testing of the reload, the instrument loaded, retained and deployed the clips as intended. The clips were as intended and conforming to manufacturing requirements.

Event description:
It was reported that a patient underwent a vats esophagectomy on (B)(6) 2020 and the suture clip was used. During surgery, the clip was broken off inside the patient. No pieces were left inside the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient.